Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had under delivery. The customer's blood glucose level was 229 mg/dl at the time of incident. The customer¿s other blood glucose level was 120 mg/dl. The customer was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.